Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer reporting the v60 ventilator alarmed with a blower temperature high error. The device was in clinical use. The unit was exchanged for another v60. There was no report of harm, and no delay in therapy. A manufacturer's product support engineer (pse) evaluated the device and reported issue could not be duplicated in testing. However, an occurrence of check vent: blower temperature high (diagnostic code: 1122) was confirmed in the event log, the pse replaced the blower as recurrence preventive measures. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed blower assembly was returned to the product investigation lab (pil) for failure analysis for a reported blower temperature high alarm (e/c 1122). Visual inspection of the part revealed no discernable or visual issues. The pil technician installed the returned component into a pil v60 standard test bed (stb) for testing. The blower passed all criteria, including proper thermistor voltage. The blower did not become hot during stb operation and functioned normally with no error codes or recurrence of e/c 1122. No issues were found; the alarm could not be reproduced (no problem found).